Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps were taken to open the pipeline. The phenom 27 had no problems and would not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the preoperative plan was to deploy from the distal end of c7 to the c4 horizontal segment. After the access was established, the p27 catheter was sent to m1 distal end according to the standardized operating procedure. Then the ped-400-30 was unpacked, and after hydration according to the standard process, the stent was sent to the m1 straight segment to open. The stent was sent to the m1 straight segment for deployment, and it was found that the distal end of the stent could not be opened well. Then waited for some time, but it still could not be opened normally. Then the stent was retrieved and deployed again, and it was found that the stent was still not opened well. The surgeon finally decided to try to open the stent at the c7 distal end. Then he pulled it back to the c7 distal end to deploy the stent and found that the distal end of the stent was still umbrella-shaped and could not be opened smoothly, and it was judged that the distal end of the stent might be damaged. So, the surgeon decided to replace it with a ped-4.25-30 for treatment, and then deployed it according to the standard process, and the surgery was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured c6 ophthalmic artery lateral wall segment aneurysm with a max diameter of 3.4mm and a 2.1mm neck diameter. Landing zone: distal: 3.5mm and proximal: 4.2mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. Ancillary devices include an achieva medical sheath and stryker guidewire.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex was returned inside the inner pouch, biohazard bag and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend., which rules these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. H6: coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.